Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated this lead continued to exhibit high shock lead impedance measurements greater than 125 ohms. There was also information that suggested there were low shock impedance measurements. A revision procedure was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shocking impedance measurements of 181 ohms during a device replacement procedure with a non-boston scientific device. The lead was reseated in the device header and impedances decreased to 131 to 160 ohms. It was reported that the vessel was occluded and the physician planned to monitor the lead. No adverse patient effects were reported.